Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. One day prior to event date, pt reported getting blood glucose readings on the ot meter in the 40's all day while experiencing shaking and sweating. At 2:00 pm, pt contacted their dr for help, and was advised to drink two bottles of apple juice and eat dinner. On event date, pt drank more juice and ate more carbohydrates, but the blood glucose readings remained below 60mg/dl. At 2:00pm pt contacted their dr again for help and was advised to go to hosp. At the ER the pt's blood glucose was found to be 345mg/dl. Pt was treated with insulin and discharged home. No further info was provided.